Event description:
Home pt's wife reported "reload set 160" alarm during prime with homechoice device. Wife opened door of device and noticed inside of door was wet. Wife could not determine where leak was coming from. Wife stopped treatment and restarted with new supplies. No pt injury or medical intervention was required.